Event description:
It was reported the patient received an inappropriate shock. The physician stated this resulted from t wave over-sensing. It was also reported there was a sensing and detection problem with the device. The lead and device remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.